Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "vent inop." There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The distributor provided additional information regarding the reported issue. The distributor went onsite to evaluate the device and determined that the main printed circuit board required replacement. If additional information or an evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was identified to be that the auto-zero solenoids are slow to respond, intermittently resulting in a bad auto-zero calibration at power-up and operational auto-zero checks.